Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm noted. The pump was received with a scratched lcd window, a cracked case display window corner, a cracked reservoir tube lip, a broken belt clip slot, and a cracked lcd window. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The pump will be returned.